Manufacturer narrative:
The device is not available to the manufacturer.

Event description:
It was reported that during an endovascular procedure in a patient with internal carotid artery (ica) aneurysm, the subject guidewire fractured while attempting to withdraw from the vasculature. A snare device was used to successfully retrieve the fractured fragment of the subject device from the patient vasculature. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Event description:
It was reported that during an endovascular procedure in a patient with internal carotid artery (ica) aneurysm, the subject guidewire fractured while attempting to withdraw from the vasculature. A snare device was used to successfully retrieve the fractured fragment of the subject device from the patient vasculature. The procedure was completed successfully by replacing the subject device. No clinical consequences were reported to the patient due to this event.

Manufacturer narrative:
There are controls in the manufacturing process to ensure the product met specifications upon release. The subject device is not available; therefore, visual testing as well as functional testing cannot be performed. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. The reported complaint could not be confirmed, and it could not be definitively determined if the device failed to meet specifications because the product was not returned. Additional information provided by the customer indicated that the device was confirmed to be in good condition after opening the packaging and prior to use, the device was prepared as per the dfu, continuous flush was maintained for the duration of the procedure, the device was used for a flow diverting stent case to treat an aneurysm (anterior circulation), the guidewire tip was not shaped, the introducer was used to load the guidewire in the microcatheter, the issue was noticed under fluoroscopy when the physician attempted to retrieve the wire from the artery, a snare device was used to remove the fractured tip of the guidewire successfully, and the issue occurred in the ica (non tortuous). While there are a number of potential causes for the reported issue, because review of available information failed to identify a definitive cause and the device was not returned for analysis, an assignable cause of undeterminable was assigned to this complaint.